Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with pocket erosion. The implantable cardioverter defibrillator was explanted and replaced with a temporary pacemaker. The patient was stable throughout.